Event description:
Litigation papers alleged the patient has suffered symptoms including, but not limited to pain, soreness and difficulty walking since the implantation of the hip implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.